Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the MFR's service center, a failure related to the remote alarm connector was observed. The device's interface board will be replaced to address the issue. A "service required" code was also observed in the device's downloaded error log. The ventilator's power management board will be replaced to address this issue. Device has been evaluated but not repaired, pending customer approval of the estimate.